Event description:
It was reported that during a thoracic procedure, the device handle (closing trigger) would not close and could not close jaws of device onto tissue on the third firing of device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged release button. (B)(4). The analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.